Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a cgm accuracy issue while driving home and they felt extremely tired and drowsy and almost fell asleep at the wheel. Once the patient got home, she walked in the house and ¿blacked out¿ and hit her head. The patient had a severe headache after the fall. The patient also mentioned she had pre-existing knee problems which she believes may have been the reason she fell. The patient¿s husband helped her sit down in a chair. The patient¿s cgm was reading 122 mg/dl and the patient¿s bg meter was reading 69 mg/dl. The patient said she remained seated until she was strong enough to stand and move around. The patient did not take any medication or treatment and decided to lie down and go to sleep. There was no documentation of medical intervention. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.